Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: : the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in a non-calcified left main (lm) and ostial ramus interventricularis anterior (riva). A guidewire was advanced to the left anterior descending artery (lad) and there was no wire movement during the whole case. A 3.50 x 20 synergy¿ drug-eluting stent was advanced and deployed in the lesion. However, following deployment, the physician noted that the stent "tumbled". Post dilation was performed with a 4.0 nc balloon catheter until the stent expanded to 4.1 in diameter but there was still 'tumbling' in the stent. The physician performed intravascular ultrasound and stent boost imaging but it was noticed that half portion of the stent had no struts but on the other half/portion were all struts. The physician considered the stent to be damaged and incomplete. The procedure was completed by dilating the implanted stent with a 4.0 nc balloon catheter. No patient complications were reported and the patient's current status is good, at home.